Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was used during a duodenal stenting procedure performed on (B)(6), 2010. According to the complainant, the patient presented with a malignancy in the duodenal bulb. The patient's anatomy was not tortuous and the stent was positioned within the duodenum. Once in position, the physician attempted to deploy the stent however resistance was encountered and the outer catheter separated from the delivery system. The stent was reported to have been deployed a quarter of the way. Due to the handle break, the stent was unable to be fully deployed from the delivery system. The physician was able to fully constrain the stent by hand and the entire stent was removed from the patient without incident. The procedure was completed with another wallflex enteral duodenal stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was used during a duodenal stenting procedure performed on (B)(6), 2010. According to the complainant, the patient presented with a malignancy in the duodenal bulb. The patient's anatomy was not tortuous and the stent was positioned within the duodenum. Once in position, the physician attempted to deploy the stent however resistance was encountered and the outer catheter separated from the delivery system. The stent was reported to have been deployed a quarter of the way. Due to the handle break, the stent was unable to be fully deployed from the delivery system. The physician was able to fully constrain the stent by hand and the entire stent was removed from the patient without incident. The procedure was completed with another wallflex enteral duodenal stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found that the stent was fully mounted, and the outer sheath was retracted from the distal tip by 0.5 mm. A slight kink was present in the clear outer sheath of the stent. The distal handle was detached from the outer sheath, which is consistent with excessive tensile force having been applied to the shaft. During functional analysis, strong resistance was encountered when an attempt was made to retract the outer sheath by hand and deploy the stent. However, it was possible to partially deploy, reconstrain and fully deploy the stent without issue. There was no issue in the movement of the outer sheath proximally or distally. No issues were noted with the profile of the deployed stent or inner lumen. Device analysis determined that the condition of the returned device was consistent with the complaint incident. Based on the condition of the returned device, and the evaluation conducted the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint. A review of complaint history for the reported lot number was performed and concluded there were no other complaints reported for this lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.